Event description:
A report was received that the current placement of the ipg was uncomfortable for the patient. The patient underwent a pocket revision procedure. The patient was reportedly doing well.